Manufacturer narrative:
Patient information unavailable from facility, although multiple requests were made. If further information is obtained, and/or the device is returned to the manufacturer for evaluation, a supplemental MDR will follow containing the additional information.

Event description:
A philips representative reported that a peripheral vascular procedure commenced and physician was reportedly using a spectranetics quick-cross support catheter to treat the patient. The representative was not present during the procedure. It was reported that during the procedure, the device's tip reportedly broke off. It was also reported that the patient was scheduled to have subsequent surgery to remove the device's tip. The patient reportedly survived the procedure. It is unknown whether the device is being returned to the manufacturer for evaluation. Multiple attempts have been made from a philips representative to the physician in order to obtain more information about the procedure and details of the alleged malfunction; no additional information has been made available.